Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the 800 mg/dl range. Reportedly, the customer believed elevated bg levels were due to a health care professional lowering the pump basal rate. Customer delivered a bolus to address elevated bg levels. Tandem technical support recommended the customer discuss the reported issue with a health care professional.